Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 239 mg/dl. Customer experienced diabetic ketoacidosis and they were hospitalized. Customer advised the hospital damaged the insulin pump and the device did not function. Customer declined to troubleshoot for high blood glucose levels. Customer changed out their infusion sets and the insulin pump still did not function. The insulin pump will not be returned for analysis.